Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ left essure coil compatible with fragmentation of the device') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included abdominal pain and left lower quadrant pain. Concomitant products included antibiotics. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal)- type: urinary tract infection"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), migraine ("migraines/headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/ pelvis") and gastrointestinal disorder ("gastrointestinal or digestive system condition- type: gastrointestinal issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("bladder infection"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, cystitis, menorrhagia, vaginal haemorrhage, urinary tract infection, urinary tract disorder, bladder disorder, migraine, gastrointestinal disorder and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date - previously reported as (B)(6) 2015 in summons while reported as (B)(6) 2014 in current pfs. The patient did not have her essure removed. Removal has been recommended by the treating physician. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, bladder problems, urinary tract disorder, migraines headaches, pain, gastrointestinal issues, vaginal discharge, device breakage. Reporter information, medical history, concomitant drug, events onset date were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ left essure coil compatible with fragmentation of the device') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included abdominal pain and left lower quadrant pain. Concomitant products included antibiotics. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal)- type: urinary tract infection"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), migraine ("migraines/headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/ pelvis") and gastrointestinal disorder ("gastrointestinal or digestive system condition- type: gastrointestinal issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("bladder infection"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, cystitis, menorrhagia, vaginal haemorrhage, urinary tract infection, urinary tract disorder, bladder disorder, migraine, gastrointestinal disorder and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date - previously reported as sep-2015 in summons while reported as (B)(6) 2014 in current pfs. The patient did not have her essure removed. Removal has been recommended by the treating physician. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.